Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report # 3006705815-2018-00178. It was reported that the patient experienced ineffective therapy. Patient has lost weight due to illness. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. MFR report # 3006705815-2018-00178. Further follow-up revealed that surgery took place on 19 january 2018 wherein patient¿s lead were explanted.